Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. X-rays review result: post-op x-rays for l2-pelvis fixation for l4-5 (probable) diskitis show a rod spanning l4-5 without vertebral instrumentation. There is a rod fracture at the lumbo-sacral junction, which is the expected outcome if bony fusion across the instrumented and un-instrumented levels does not occur. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent posterior spinal fusion. On (B)(6) 2018, upon post-op check up, the rod was found to be broken. Hence, on (B)(6) 2018, a revision surgery was performed in which the broken rod was explanted. No fragment of the broken rod remained inside the patient. The patient had achieved solid fusion. The patient's issue has now been reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis (initial surgery of (B)(6) 2016): suppurative diskitis.